Event description:
According to the facility, during use by a healthcare professional to draw blood from a patient, the needle in the hub was observed to be bent. The item was placed into a biohazard bag and a new needle was opened to complete the blood draw.

Manufacturer narrative:
According to the facility, during use by a healthcare professional to draw blood from a patient, the needle in the hub was observed to be bent. The item was placed into a biohazard bag and a new needle was opened to complete the blood draw. No injuries were reported and no follow up medical treatment was required. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.